Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Upon interrogation, the right ventricular lead exhibited non-sustained right ventricular oversensing episodes with noise. Previously measure r-waves looked like oversensed noise. It was noted that in the past, the sensing has dropped but was normal now. Programming changes were made. The patient was asymptomatic; however, the patient was worried about the possibility of receiving inappropriate therapy. The patient was stable after the intervention.